Event description:
A 16-gauge IV (intravenous line) was placed in the patient's right wrist. On [redacted], a nurse noticed that the IV was leaking. Upon removal, the IV had broken at the hub and the plastic catheter tubing remained in the wrist. X-ray revealed the IV catheter in the distal radius soft tissue. Attempts to remove it at the bedside were unsuccessful, and the patient was sent to the or (operating room) for surgical extraction.